Event description:
It was reported that the stylus and the "arrow" are apart from each other on the programmer display. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen was not tracking with the overlay screen. It was also noted that the bezel was peeling, as a result the overlay screen assembly was replaced. (B)(4).